Event description:
The customer reported that certain areas in their facility are experiencing signal black outs preventing monitoring of their transmitters. No harm or injury occurred. No other information was provided.